Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on b)(6) 2025. During the procedure, the balloon popped inside the patient. It was reported that no piece of the balloon detached inside the patient. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2025. During the procedure, the balloon popped inside the patient. It was reported that no piece of the balloon detached inside the patient. The procedure was successfully completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic evaluation found the balloon was longitudinally torn and detached from the catheter. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon burst was not confirmed. The returned device revealed the balloon was longitudinally torn and detached from the catheter. The balloon tear found could have been interpreted by the customer as the reported event of balloon burst. The longitudinal tear found is likely to have occurred due to procedural factors encountered during the procedure, such as excessive pressure. These factors and their interactions may have contributed to the damage observed. Also, it is possible that interaction with a sharp surface during or prior to the procedure caused friction on the balloon, leading to the longitudinal tear. As to the balloon detachment from the catheter, it is possible that the balloon could not be withdrawn through the scope, prompting the physician to cut the catheter and push the balloon out through the distal tip of the endoscope. Therefore, the most probable root cause is an adverse event related to procedure.